Manufacturer narrative:
(B)(4).

Event description:
It was reported that insulation damage was observed on the riata lead. A new pacing and sensing electrode was placed in the rv lead. Lead was capped on (B)(6) 2016 and hv part of the lead is still in use. A new lead was implanted on the same day. Patient was stable prior, during and post procedure.